Event description:
It was reported that when the anchor was deployed it pulled back out through the pilot hole that was punched using the correct punch, the anchor did not deploy correctly, the sutures were removed. No patient injury reported.

Manufacturer narrative:
The reported magnum 2 knotless implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿when the anchor was deployed it pulled back out through the pilot hole, the anchor did not deploy correctly, the sutures were removed. An additional bone hole was made.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. (2) poor bone quality. (3) misalignment of implant. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when the anchor was deployed it pulled back out through the pilot hole that was punched using the correct punch, but the anchor did not deploy correctly. The sutures were removed from patient and no injuries were reported. As per customer report additional bone hole was made to insert the second anchor without any issues or delay.

Manufacturer narrative:
Lot number should be left empty.